Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/30/2014 with the following findings: the black box data from the event date was overwritten due to continued pump use. No evidence of short battery life was observed in the available black box data. Visual inspection revealed that the battery compartment was completely intact. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electrical current at levels within the specifications: evidence of excessive battery usage was not observed. The pump case was removed, and no internal defects were found. The reported event was not duplicated. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.